Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the duodenovideoscope cable from the elevator system was broken. It is unspecified when this issue occurred. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned, and an evaluation was completed. During inspection, olympus confirmed the reported event of k-wire being broken. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that fatigue breakage due to repeated manipulation of forceps elevator caused the k-wire to break. However, a definitive root cause could not be determined. User can detect the suggested event by handling device in accordance with the following instructions for use (IFU). Operation manual_ ¿preparation and inspection¿ ¿inspection of the instrument channel and forceps elevator¿. Olympus will continue to monitor field performance for this device.